Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: ccp. Phone number- requested, not provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of the manufacturing record and the product-release judgement record of the involved product /lot# combination confirmed that there was no anomaly in them. A search of the complaint file found no similar complaint with the involved product /lot# combination. (B)(4).

Event description:
The user facility reported they opened a fx05 and found the venous temp probe snapped off. It was in the box, sealed, no exterior damage. There was no delay in beginning or couniting the surgical procedure. We used a different oxygenator.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section d4, provide the device return date in section d9, update section h3, h4 and to provide the completed investigation results. The actual device has been returned for evaluation. Visual inspection of the actual sample found that the luer thermistor of the venous blood port of the reservoir had been fractured at the base. The fracture surface was inspected under a magnifier and an electron microscope. There was not any inclusion of foreign object or air that could lead to the fracture. The fracture surface was partially smooth and partially rough. From the smooth fracture surface, it was inferred that a momentary load was applied to the actual sample leading to the fracture. Based on the smooth fracture surface suggesting that the actual sample was fractured by a momentary load, as a simulation test, a momentary load was applied to a factory-retained luer thermistor. As a result, a fracture similar to that of the actual sample was reproduced. Review of the manufacturing record and the product release judgement record of the involved product/lot number combination confirmed there was no problem in them. A search of the complaint file found no other similar reports with the involved product code/lot number combination. Based on the investigation results, as a possible cause, it was inferred that a momentary load exceeding the limit strength was applied to the luer thermistor of the venous blood port of the reservoir, which resulted in the fracture. However, the timing of the occurrence of the fracture could not be clarified from the condition of the actual sample, thus the definite cause of the fracture could not be determined. The IFU (instructions for use) of capiox fx05 states as follows: "if the product is dropped during set-up, do not use it. Replace with another device. (A. Set-up, caution)".